Event description:
1. Describe the event: the initial reporter complained of discrepant low results for 2 patients tested for elecsys tsh v2 and elecsys ft4 IV on a cobas e 801 analytical unit. 2. Patient age range: 31 - 76 years 3. Patient weight range: asku 4. Patient sex breakdown: 1 female, 1 male 5. Patient race breakdown: asku 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
1. Summary of investigation results: the service maintenance actions resolved the issue. 2. Summary of follow-up/corrective actions taken: the field service engineer (fse) identified a clogged sample probe. The fse replaced the sample probe. 3. Device returned to manufacturer? No 4. Device labeled "for single use?" No 5. Device reprocessed and reused? No.